Event description:
The technician alleged the brake caster was not holding. No patient impact.

Manufacturer narrative:
The technician found the brake pad had fallen off the brake caster. The technician replaced the brake pad from another brake caster to resolve this issue.